Event description:
The customer reported obtaining low patient results with pl and g flags for multiple chemistries on their dxc 700 clinical chemistry analyzer. The customer did not provide nor specify the affected chemistries. The low results were not reported out of the laboratory. There was no report of injury or death associated with this event. The customer did not provide patient data or demographics. Definition of flag: ¿pl¿ flag indicates result is lower than the panic value ¿g¿ flag indicates result is lower than the dynamic range.

Manufacturer narrative:
The beckman field service engineer (fse) assisted the customer over the phone. The customer replaced the sample syringe, reagent syringe and sample probe to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).